Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had a hole in hose at the muffler, motor rubbing, and an oil leak between the swivel and housing. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that there was an oil leak, motor rub, and a hole in hose near the muffler. It was determined that the oil leak and motor rub were due to normal wear over time. It was determined that the hole in the hose was due to pulling on the hose instead of the muffler to disconnect it from the autolube and/or by pulling the autolube around by the hose. The assignable root cause was determined to be due to misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.